Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a hernia, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction is associated to the events. The liberty select cycler cannot be excluded from having a possible casual and/or contributory role in the creation or exacerbation of the patient¿s hernia. It is unknown if the patient¿s hernia was present prior to the initiation of pd for rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient since (B)(6) 2018, underwent a hernia (type not provided) repair on approximately (B)(6) 2019 (exact date unknown). The event was reported by the pd registered nurse (pdrn) during follow up for an unrelated event. Additional information was requested, however the pdrn was unaware of any specifics. Nonetheless, the pdrn stated given the patient¿s history of hernias, ¿there is no reason to believe¿ the hernia was caused by a fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.